Manufacturer narrative:
H10: based on the information obtained from the customer, it is unknown whether reprocessing was practiced in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the subject device not being reprocessed before it was sent to olympus. The suggested event is detectable and preventable by handling the device in accordance with the following section of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air channel was blocked because the nozzle was clogged with unknown material due to insufficient cleaning. Additionally, the plastic distal end cover was damaged. The objective and light guide lenses had old glue. The bending section cover was removed. The insertion tube had minor scratches. The scope connector and customer label on the control body had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had blocked air channel and was unable to pass high level disinfection cycle. There were no reports of patient or user harm associated with this event.